Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error unknown. The reporter stated that the error has not appeared since they began using a new vial of test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.